Manufacturer narrative:
E1: (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during sheath retraction of a 7mm x40mm precise pro carotid self-expanding stent (ses) delivery system, unusual resistance was felt and the sheath did not retract smoothly. As the system shifted from the intended lesion position, the stent partially deployed. The delivery system and the partially deployed stent were removed together, and the procedure was completed using a new 7mm x40mm precise pro carotid ses delivery system. Inspection of the initial precise pro ses delivery system after its removal confirmed a partial stent deployment at the distal tip. An image was provided which displays a partial deployment of the stent with the remainder of the stent still constrained within the delivery system. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU), with no damage noted prior to use. During preparation, the stent remained constrained within the outer sheath when removed from the tray. The intended target lesion was the internal carotid artery (ica).during the procedure, after positioning the initial precise pro ses delivery system at the target lesion, the touhy borst valve was unlocked, and the user initiated stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position, according to the instructions for use (IFU). No excess force was applied during stent deployment, and there was no difficulty removing the delivery system from the patient. The device will be returned for evaluation.